Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl was most likely caused by sub-optimal valve position and patient anatomy. It should be noted that valve dislodgement is typically the result of tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of other factors; valve dislodgement is not typically related to a device malfunction. No allegation was made that a medtronic device caused or contributed to the death. The report of death one day post-implant was ascertained to be unrelated to the valve or its function.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there were reported positioning difficulties during deployment and the valve was implanted with resultant moderate paravalvular leak (pvl). It was decided to implant a second device of the same model and size valve-in-valve; during the deployment of the second valve, the first valve was dislodged distal into the sinus of valsalva. The second valve was implanted with resultant moderate paravalvular leak. It was reported that the positioning difficulties were due to patient anatomy and imaging issues during deployment. The patient subsequently passed away the day after the implant of the devices; it was reported the resultant aortic insufficiency, in addition to other unspecified patient health issues, contributed to the patient¿s death.

Manufacturer narrative:
No autopsy was performed. The product remains implanted and therefore has not been returned to medtronic. A separate report has been filed on the first device. (B)(4).